Event description:
The customer called to report moisture damage in the pump while they were on vacation. It was stated that lcd had moisture. Also the pump had a low battery alarm followed by blank display. New batteries were placed and pump had a no delivery alarms. The customer informed that the same day, the pump was over delivering insulin that made their bgs very low resulting in hospitalization for low bgs. The customer went back on manual injections.